Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 1998. Subsequently, patient was revised on (B)(6) 2014 due to wear. The modular head, liner and shell were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces."